Event description:
On march 12, 1998 biomedical engineer reported an alleged event which occurred march 11, 1998. During treatment the pt experienced cramping. To alleviate these symptoms the nurse manually changed (decreased) the uf. At the end of treatment the pt had lost 1kg below dry weight. The uf removed on the data report did not agree with the uf removed on the screen. The target uf was changed during treatment from 2.8kg to 2.5kg with uf rate set to calculated value.